Event description:
Information received by medtronic indicated that the lead screw was difficult to rewind, and does not dial-up greater than 3.5, and customer had stopped using the device. Customer stated the screw was retracting and insulin did not exit. Troubleshooting was performed and customer stated the screw move when dose button was pushed and insulin exits but prime was not successful. No harm requiring medical intervention was reported. Troubleshooting was performed. The product was returned for analysis.

Manufacturer narrative:
Per visual inspection: cartridge holder/dose dial numbers are faded and missing dosing window. No physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: tried dosing 4.0u, 4 times in a row by slowly holding knob and button together. App recorded 3.0 u, 0.5 u and 3.5 u and 7.0 u. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The injection button was removed and small amounts of dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Also excessive plastic shavings contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: it was determined contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. Therefore, the customer complaint of leadscrew being difficult to rewind was not confirmed. However, from destructive analysis dose log inaccuracies was confirmed due to contamination. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.